Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported immediately after changing purge cassette and bag, that there was a pump stop alarm. Efforts to restart the impella pump were unsuccessful. The impella was explanted and replaced with a new pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported issue has been completed. Review of the provided data logs confirmed an 'impella stopped - motor current high' alarm was triggered. Multiple attempts were made to restart the pump, but were unsuccessful. Of note, prior to the pump stop, a purge cassette exchange was performed. The new purge cassette was deaired for over 5 minutes before the yellow luer was reconnected to the pump. Evaluation of the returned product found that the purge gap was large. The pump was torn down and bearing wear was observed. The root cause of the pump stop was bearing wear. As noted in the impella IFU: impella cp with smart assist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.